Event description:
The manufacturer received information alleging an alarm for detachable/internal battery being depleted occurred and the power had turned off. There was no harm or injury reported. Philips sales rep provided a replacement unit. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, but an error code related to internal battery being depleted and an error related to detachable battery being depleted were observed in the event log. The device's system board was replaced to address the issue. During evaluation it was determined that the device powered off because both the internal battery and detachable battery experienced battery depleted alarms while the device was running on the batteries, which led to the loss of the power.

Manufacturer narrative:
The manufacturer previously reported information alleging an alarm for detachable/internal battery being depleted occurred and the power had turned off. There was no harm or injury reported. Philips sales rep provided a replacement unit. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, but an error code related to internal battery being depleted and an error related to detachable battery being depleted were observed in the event log. The device's system board was replaced to address the issue. During evaluation it was determined that the device powered off because both the internal battery and detachable battery experienced battery depleted alarms while the device was running on the batteries, which led to the loss of the power. The replaced system board was received at the philips product investigation lab (pil) for evaluation. Pil installed the system board in the test device, started therapy, ran therapy on detachable battery power until the detachable battery was at approximately 51% capacity and ran therapy on internal battery power until the internal battery was at approximately 75% capacity. Pil reinstalled the detachable battery, applied ac power, charged both batteries to 100% capacity, ran therapy on ac power for approximately 1 hour and the system board operated without issue, neither e-44 nor e-54 reoccurred. Pil concluded that the system board operated as designed. The trilogy evo system board has been scrapped.